Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B )(6)2026. On 02/23/2026, at approximately 12:30 pm, the patient¿s coworker found him unconscious in the snow, reportedly with no detectable breathing or pulse. The coworker immediately called ems and began chest compressions. No cgm or fingerstick bg readings were taken at that time. At an unspecified point before ems arrived, the patient regained a pulse and was placed on his side. Upon ems arrival, the patient¿s fingerstick blood glucose (fs bg) measured 18 mg/dl. He was treated with two glucose tablet, glucose gel sublingual, IV fluids, and a glucagon pen before being transported to the emergency room (ER). The coworker reported that no cgm readings were checked during this period because the patient¿s phone remained in his pocket and ems instructed them to step back during treatment. In the ER, the patient¿s finger stick bg levels eventually stabilized and returned within normal range (unspecified values). After several hours of monitoring, he was discharged. At discharge, the cgm showed 318¿mg/dl while the bg measured 201 mg/dl, leading to the removal of the sensor. At the time of reporting, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was not responsive. The reported glucose values fall within the b zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.